Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electrogram (egm) review was requested. Upon review, there was crosstalk oversensing on the right ventricular (rv) channel of atrial pacing. Additionally, the shock channel shows some depolarization in the rv at the same time as the atrial pacing. The device rv paced after the atrial pace, which likely fell on the t-wave and potentially induced the rhythm. The pacing was due to atrial flutter response (afr) and rate response. Technical services (ts) discussed troubleshooting and programming considerations, such as turning of afr and/or rate response. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.